Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was an internal battery failure reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. There was an internal battery failure reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer is submitting this report as non-reportable event, no malfunction was alleged that the device was only returning for preventative service. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.